Manufacturer narrative:
At this time, no further information is expected. This report will be updated if more information is received.

Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noise. The lead was found to have insulation damage, and it was surgically abandoned and replaced. No additional adverse patient effects were reported.